Event description:
It was reported that the fiber caught fire. The condition of the blast shield was going to be checked, and it will be confirmed if the fiber was broken. It was stated that there was a maximum bend in the fiber description. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.